Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.